Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of fifty for this event. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a labelling problem. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a labelling problem. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of five for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: five sealed maxcore disposable core biopsy instruments were returned for evaluation. For lot, labels were evaluated by comparing the returned labels to the labeling device history records provided by the manufacturing site. The five devices and one carton were returned for the lot captured under this complaint were also evaluated against the labeling device history records provided by the manufacturing site. Two discrepancies were noted when comparing the attached carton label to the label provided in the device history records on all five returned samples. The corners of the attached label were squared as opposed to rounded, and the expiration date stated 2024-04-29 while the device history records and the bar code stated the expiration date was 2024-06-30. The label on the carton displayed the same discrepancies. Five electronic photos were provided and reviewed. It was noted that photos labeled '5764407_1.png' and '5764407_2.png' did not contain a device from the affected lot. Photo '5764407.png' shows four (4) carton side labels; two (2) discrepancies were noted to all four (4) box labels: the label in the image has square corners as opposed to rounded corners, and the listed expiration date says 2024-04-29 as opposed to 2024-02-29. It was also noted that the expiration date in the bar code does not match the listed expiration date. Photo '5764407_3.png' shows a maxcore box label and a reading of the bar code scanner. The corners of the label are not visible, however, the expiration date is also incorrectly stating 2024-04-29 as opposed to 2024-02-29. The bar code reading show the correct information per the first lot last lot information from the device history records. Photo '5764407_4.png' shows the package label along with the bar code reading. Two (2) discrepancies were noted with the label: the label in the image has square corners as opposed to rounded corners, and the listed expiration date says 2024-04-29 as opposed to 2024-06-30. The bar code reading show the correct information per the first lot last lot information from the device history records. Based on the findings, the investigation is confirmed for the reported labelling problem as the returned device label was exhibiting squared corner, and the wrong expiry date. A definitive root cause for the reported labelling problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 02/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10